Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation, it was uncovered that the distal end light guide cover lens was cracked. It was also observed that the probe unit was damaged. It was observed that the glue of the bending section cover was separated. Lastly, it was observed that the movement angulation did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 20 colony forming units (cfus) of staphylococcus caprae and 21 cfus of paenibacillus. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is aniosyme x3. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water, auxiliary water, balloon and forceps elevator wire channels. The device is manually processed with an unknown model cleaning brush, and aniosyme x3 detergent. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, and the distal end / areas around elevator. The automated endoscope reprocessor (aer), storage, and maintenance information was not provided. The device was not sterilized.